Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report an intermittent, non-critical issue with their device related to the spo2 and nibp monitoring function. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not power on when prompted.

Event description:
The customer contacted physio-control to report an intermittent, non-critical issue with their device related to the spo2 and nibp monitoring function. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not power on when prompted.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).